Manufacturer narrative:
A section of the blanket was inspected and no defect was identified. The seams were not leaking and no other defect was found. It was identified that there could have been some residual water on the outside of the seam from filling the blanket initially that was mistaken for a leak. It could also be that the connector was not connected correctly causing water to drip down and make the blanket appear to be leaking. The issue was resolved for the customer by communicating these findings to the customer.

Event description:
It was alleged that the blanket was leaking at the seam. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the blanket was leaking at the seam. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A section of the blanket was inspected and no defect was identified. The seams were not leaking and no other defect was found. It was identified that there could have been some residual water on the outside of the seam from filling the blanket initially that was mistaken for a leak. It could also be that the connector was not connected correctly causing water to drip down and make the blanket appear to be leaking. The issue was resolved for the customer by communicating these findings to the customer.

Event description:
It was alleged that the blanket was leaking at the seam. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A section of the blanket was inspected and no defect was identified. The seams were not leaking and no other defect was found. It was identified that there could have been some residual water on the outside of the seam from filling the blanket initially that was mistaken for a leak. It could also be that the connector was not connected correctly causing water to drip down and make the blanket appear to be leaking. The issue was resolved for the customer by communicating these findings to the customer.

Event description:
It was alleged that the blanket was leaking at the seam. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.